Manufacturer narrative:
No button response due to corroded keypad traces. No button error alarms noted. Unit had cracked battery tube threads, reservoir tube lip, reservoir tube, case window display corners, lcd window, scratched lcd window, and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 122 mg/dl. Troubleshooting was performed. The device was returned for analysis.